Event description:
The customer reported that during a hysterectomy, the surgeon inadvertently perforated the small bowel when inserting the device into the trocar. The bowel was repaired and the pt is said to have fully recovered.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.